Manufacturer narrative:
The underlying cause documented on the irs or return fields in oracle is defined as: control switch button broken should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the unit has no alarm in, and powers off.